Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that a dialyzer blood leak occurred 30 minutes the patient¿s hemodialysis (hd) treatment. After inspection of the system, blood was not observed. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s treatment was paused, and blood was not returned. The patient was restarted on a new machine and treatment completed successfully with new supplies. After further inspection of the dialyzer, there was blood on the outside of the fibers internally on the arterial end. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested, however to date not provided.